Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no adverse impact to the customer's blood glucose level. The customer decided to fill and load a new cartridge with assistance from technical support and was advised to ensure the cartridge clicked into place properly. The call ended with the customer being instructed to monitor system function and contact support again if needed.